Event description:
It was reported that, "pt stood from bed to get in wheelchair and struts on frame snapped. Pt went to dr's office for pre op appointment and showed doctor. Frame was scheduled for removal on this upcoming monday. Dr swapped out our struts with threaded rods from an sbi frame to stabilize frame until it is removed on monday."

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Same pt event as MDR 8031020-2012-00163.